Manufacturer narrative:
Date of explant - corrected explant date.

Event description:
It was reported that patient had an unknown lead revision on (B)(6) 2019. Reason for the revision is unknown, and outcome of the revision is also unknown. As more information becomes available, a report will be sent.

Event description:
Additional information revealed that the patient was not receiving effective therapy. In turn, surgical intervention was undertaken wherein the lead was explanted and replaced.